Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.58v and the daily measurement was 2.92v.

Event description:
It was reported the device battery voltage measured 2.58v and the save-to-disk reading was 2.92v. The device remains in use. No patient complications were reported as a result of this event.